Event description:
It was reported that this pacemaker reverted to safety mode. A replacement was scheduled. Currently, this pacemaker remains in service. Additional information was requested from the field. No adverse patient effects were reported.

Manufacturer narrative:
Additional information added to b5.

Event description:
It was reported that this pacemaker reverted to safety mode. A replacement was scheduled. Currently, this pacemaker remains in service. Additional information was requested from the field. No adverse patient effects were reported. Additional information was received from the field. The device replacement was scheduled for a future date. No adverse patient effects were reported.

Manufacturer narrative:
Additional information added to b5.

Event description:
It was reported that this pacemaker reverted to safety mode. A replacement was scheduled. Currently, this pacemaker remains in service. Additional information was requested from the field. No adverse patient effects were reported. Additional information was received from the field. The device replacement was scheduled for a future date. No adverse patient effects were reported. Additional information was received from the field. The replacement procedure was postponed. There was a possibility the replacement may not be performed. The device was set to aai mode, the patient did not wish to replace the device, and there was no urgent need for a replacement.